Event description:
User experienced out of range calibration errors and low sodium results for 7 patient samples. User could not provide the actual results for these patient samples, however did state the original results were in the 120s mmol/l. The 7 patient samples were repeated giving 141, 142, 138, 136, 140 and 143 mmol/l. The original results were not reported out. Sodium electrode lot number - 21595202. The customer activated the electrodes as part of corrective maintenance which resolved the issue. The customer ran calibration and controls which were successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Correction: sodium repeat result for sample 1 was not reported in initial medwatch. Repeat sodium result for sample 1 gave 139 mmol/l. The 6 repeat sodium result reported in initial medwatch are for samples 2 through 7.

Event description:
Complainant alleged that while attempting to cardiovert a pt, the device was unable to obtain an ECG signal via electrode pads. The clinicians removed the pads and attached paddles and no ECG signal was obtained. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.